Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified aorta. A 27/7/2/100 equalizer¿ balloon catheter was advanced to dilate the lesion. However, on first inflation before being inflated fully, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.